Manufacturer narrative:
The reported event of oversensing noise was confirmed. Two external insulation abrasions were found on both sides of the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The abrasion found proximal to the suture sleeve tie impression was consistent with friction to the device can. The other abrasion found distal to the suture sleeve tie impression was consistent with friction to another device or feature of the patient anatomy. The cause of the reported event was due to the abrasions found breaching the outer insulation and exposing the outer coil.

Event description:
It was reported that during device check prior to device upgrade procedure, the right atrial (ra) lead exhibited noise oversensing. The ra lead was explanted and replaced. The patient was stable